Event description:
This case was initially received via regulatory authority (reference number: mw5075606) on 26-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe cramping") and genital haemorrhage ("heavier bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrochlorothiazide, hydroxychloroquine phosphate (plaquenil), lisinopril, modafinil, omeprazole, rizatriptan (maxalt) and solpadeine (tylenol 1). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), fatigue ("exhaustion") and ovulation pain ("pain during ovulation"). She is having total hysterectomy to remove essure. At the time of the report, the abdominal pain, genital haemorrhage, feeling abnormal, fatigue and ovulation pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue, feeling abnormal, genital haemorrhage and ovulation pain with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (reference number: mw (B)(4)) on 26-mar-2018. The most recent information was received on 12-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe cramping") and genital haemorrhage ("heavier bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrochlorothiazide, hydroxychloroquine phosphate (plaquenil), lisinopril, modafinil, omeprazole, rizatriptan (maxalt) and solpadeine (tylenol 1). In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), fatigue ("exhaustion") and ovulation pain ("pain during ovulation"). On (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (she is having total hysterectomy to remove essure). Essure treatment was not changed. At the time of the report, the abdominal pain, genital haemorrhage, feeling abnormal, fatigue and ovulation pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue, feeling abnormal, genital haemorrhage and ovulation pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.